Event description:
It was reported that the housing was cracked on the external pulse generator. The generator was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the housing was cracked, the upper and lower cases were broken. Analysis also found that the battery release, lead flex cover, keyboard pad, battery flex and heart lead flex were contaminated, two side bail covers, the ring cover and the battery drawer were broken, one case screw, two side bails and the ring were missing and the battery contacts were compressed. (B)(4).